Manufacturer narrative:
Service inspected the module noted leaking and replaced multiple parts, however, the valve, wash cup, all positions and the 2500ul pump, bulk solutions were deemed the cause for the module generating the discrepant results. The issue was considered resolved with the replacement parts. The module function was verified with a control run. The service history of the (B)(6) verifies no subsequent issues have been reported related to false reactive alinity anti-hbc ii patient results after service intervention. Trending review determined no increased complaint activity for the issue for the products. Device history record review did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no deficiency for the alinity I processing module, serial number (B)(6) or the 2500ul pump, bulk solutions or the valve, wash cup, all positions was identified.

Event description:
The customer reported false reactive alinity I anti-hbc ii generated from alinity I processing module (sn: (B)(6)). The customer reported that low reactive samples were reactive after they were repeated. When tested at another facility, negative results were generated. No result data was provided. There was no reported impact to patient management.

Event description:
The customer reported false reactive alinity I anti-hbc ii generated from alinity I processing module (sn:.(B)(6). The customer reported that low reactive samples were reactive after they were repeated. When tested at another facility, negative results were generated. No result data was provided. There was no reported impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.